Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a sudden drop in the estimated battery longevity. Device data was sent to rhythmcare for review. Data review determined this s-ICD recorded a battery depletion alert due to confirmed premature depletion. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes we cannot confirm the allegation of suspected premature battery depletion. The device remains implanted and no physical analysis has been completed. This report will be updated should additional information be provided. Device history record (DHR) review: a review of the DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: as of today, this device remains implanted. With the information provided, we cannot confirm the allegation of suspected premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a sudden drop in the estimated battery longevity. Device data was sent to rhythmcare for review. Data review determined this s-ICD recorded a battery depletion alert due to confirmed premature depletion. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.